Event description:
It was reported that there was foreign object in the suction tube while using the colonovideoscope. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding foreign object in the suction tube was confirmed. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There was no physical damage at where the foreign material remained. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: cf-290 series operation manual chapter 3 preparation and inspection; cf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.